Manufacturer narrative:
The device was received for evaluation. During functional testing device was found to operate within specification. Device passed testing for upstream occlusion. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'failed to detect upstream occlusion' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm an upstream occlusion during an unspecified process step. The tubing was 'wrapped on itself three times upstream'. There was no patient involvement. No additional information is available.